Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 250 units of insulin. The customer's blood glucose level was 145 mg/dl. It was confirmed that the customer will continue using the pump until the replacement pump arrives.